Event description:
It was reported that the table is moving up and down on its own and when the button is touched it jumps. No injury reported. A field engineer was dispatched to the site and determined the membrane keypad needed to be replaced. Once this was completed the system was working as intended.